Event description:
Upon inspection of the returned loner kit from the hospital, it was found that the fixation pin was broken.

Manufacturer narrative:
Investigation in progress, but not yet complete.